Event description:
It was reported that a ez45b was used during a laparoscopic lung resection. It was reported by the affiliate that the instrument can not be closed. There was no consequence to the pt.